Event description:
A ventilator was returned to the manufacturer for service. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, a failure of the device to power on was observed. The device's system board was replaced to address the issue. During the evaluation fo the device, the device's lcd screen was blank. The device's lcd screen was replaced to address the issue.